Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The manufacturing representative (rep) reported xxx impedance readings at default electrode impedance test of 0.7v. The rep noted this showed on all electrode pairs/contacts. When they looked at group impedances they were all fine and normal. The rep wanted to know what xxx meant. The patient was reportedly getting bilateral legs and feet stimulation feeling at average amplitudes of 3-4volts. The patient was being seen for lack of pain coverage/therapy, even though they felt stimulation. The implant was on and at 50% charge level at the moment of the call. When we increased the electrode impedance to 3.0v, the electrode impedance values were all in normal range, with no out of range values. The cause of the xxx impedance readings was unknown. Additional information received from the health care provider on 28-aug stated that the patient had a lead revision about two weeks prior, but had no further information regarding the revision or where the revision took place. The indications for use were non-malignant pain, complex reg pain syndrome type ii. Follow up is being conducted for the root cause. If additional information is received a follow up report will be sent.

Event description:
Additional information received from the manufacturer representative reported that during the revision surgery the lead position was not modified. The patient was checked before the revision procedure and they had excellent coverage of their pain. The doctor opened the spinal segment and repositioned how the lead was laying. They did not need to move the anchor or the lead position in the spine. Changing how the lead was laying was to make it more comfortable for the patient to lean back. The patient was doing well and continued to have good coverage after the revision.